Event description:
It was reported that a review of the log files by technical services found low flow events on (B)(6) 2022 that occurred at times when pulsatility index (pi) was elevated. The low flow alarms occurred in the setting of bleeding, hypertension, and low blood pressure episodes. A computed tomography angiogram (cta) was done and the results were normal. The patient was extubated, on filtration, and anticoagulation was still being discussed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient passed away on (B)(6) 2022 due to sepsis. The outcome was not considered to be device or therapy related. The patient was unwell and unstable pre-operatively with sepsis. The patient sustained irreversible renal injury in the early post-operative period following a very long bypass time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed the reported low flow alarms. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.0 lpm. Of these faults, many lasted over 10 seconds and low flow alarms were triggered. On (B)(6) 2022, there were rot_noise and hc_ctrl events which were associated with the noted increase in rotor noise above 100 um, and the algorithm for operating the motor at its optimal magnetic position has reached its maximum correction limits, respectively. No other atypical events were captured in this log file. These events were likely attributed to something being ingested/touching the rotor. The outcome was not considered to be device or therapy related. Information was provided that the death was not perceived to be secondary to the pump nor its function. It was indicated that this is likely to be a coroners case and as a result details will take time (sometimes months to be provided). There is no supporting documentation that can be provided at this point. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including sepsis, bleeding, hypertension, renal failure, pump thrombosis and death. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. Per design for the low flow software update, when the estimated flow value is calculated at less than 2.0 lpm, a low flow status is posted to the log file. If the flow remains below 2.0 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient condition can result in low flow. The hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No product is available for investigation.